Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) while on the home choice (hc) device during dwell 2 of 5. The baxter technical representative (tsr) informed the home patient (hp) to start over with new supplies since air had entered the supplies. The tsr assisted the hp to end therapy. During troubleshooting the tsr documented that the hp had disconnected non-aseptically and reconnected non-aseptically. The tsr reviewed proper procedure with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.